Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that the right ventricular (rv) lead was not capturing at the myocardium and there was low pacing lead impedance. Programming changes were made to the rv lead. There were no adverse consequences to the patient.